Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the third clip got broken while loading it, then a new cartridge was used. Before this event occurred, the applier had been used successfully during other cases. Therefore, the user considers there seems to be something wrong with the clip. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot # 73j1600429 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/22/2016. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 clips were taken from the current production p/n 544240 hemolok l clips lot # 73l1700356, the samples were functionally inspected, and during the inspection issue reported "clip broken" was not observed. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the third clip got broken while loading it, then a new cartridge was used. Before this event occurred, the applier had been used successfully during other cases. Therefore, the user considers there seems to be something wrong with the clip. There was no patient injury.